Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report of formal claim received regarding revision of pinnacle mom hip implants.reason for revision was alval with soft tissue reaction to mom bearing surface.

Manufacturer narrative:
Conclusion and justification status: the complaint states report of formal claim received from kennedys regarding revision of pinnacle mom hip implants. Reason for revision was alval with soft tissue reaction to mom bearing surface. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.